Event description:
It was reported that during a pre-use check, fluid was leaking inside the cassette. No patient was involved.

Manufacturer narrative:
A device history review (DHR) could not be performed as the lot number was not provided. The actual device was returned. A visual inspection did not show any damage, scuffs, pinch marks, cracks, crazing or cuts that could cause the failure mode reported. Leak testing was performed on the device per procedure and the returned device passed the leak test. Following, the device was filled with water using a syringe to detect any leakage and no leakage was present. As a result, the complaint was not confirmed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08052 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Manufacturing report number 3012307300-2022-08052 is no longer considered reportable, please disregard any MDR reports associated with it.